Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 implantable tachy lead implanted: (B)(6) 2013; 429688 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. No additional information was provided. Further review of the manufacturer¿s database indicated the patient died approximately two months after device system implanted. The cause of death has been requested and not received.